Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), uterine leiomyoma ("fibroids"), loss of libido ("loss of intimacy") and mood altered ("moodiness"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), loss of libido ("loss of intimacy") and mood altered ("moodiness") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), loss of libido ("loss of intimacy") and mood altered ("moodiness") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. Date(s) of insertion: (B)(6) 2013 as per pif discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: lot number was added, reporter was added, consumer race was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), loss of libido ("loss of intimacy") and mood altered ("moodiness") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. Date(s) of insertion: (B)(6) 2013 as per pif discrepancy noted. Lot number: b09706, manufacturing date: 2013/03, expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), loss of libido ("loss of intimacy") and mood altered ("moodiness") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in date of insertion (B)(6)2013 and (B)(6) 2014. Date(s) of insertion: (B)(6) 2013 as per pif discrepancy noted lot number: b09706 manufacturing date: 2013/03 expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), loss of libido ("loss of intimacy") and mood altered ("moodiness") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, uterine leiomyoma, loss of libido and mood altered outcome was unknown. The reporter considered loss of libido, mood altered, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2014. Date(s) of insertion: (B)(6) 2013 as per pif discrepancy noted. Lot number: b09706. Manufacturing date: 2013/03. Expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.